Event description:
Tunnel hook broke off. Information provided by company representative indicates the drill was pushed too deep into the lateral cortex. The drill hit the tunnel hook and both instruments were damaged. The tip of the tunnel hook broke in the pt's femur. The lateral incision was made larger and the tip was removed using a c-arm. The case was delayed over 30 minutes.